Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillotomy procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the stonetome broke. It was reported that no part of the cutting wire was detached and fell into the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken, blackened, and kinked. The device was observed under magnification, and the cutting wire was blackened and broke from the proximal pierced hole of the working length. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened, and kinked. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Additionally, kinking/bending the cutting wire can lead to break it. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillotomy procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the stonetome broke. It was reported that no part of the cutting wire was detached and fell into the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.